Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported detachment of device or device component as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that a patient underwent a filter placement procedure for an unknown reason. Sometime post filter placement, the plaintiff's filter fractured and is embedded in the posterior wall of the inferior vena cava. It was also reported that the fractured piece of the filter remains embedded in her inferior vena cava even after surgical attempt to remove it. The current status of the patient is unknown.